Event description:
The manufacturer received information alleging a trilogy evo ventilator screen was malfunctioning. Half of the screen was black, and half of the screen was blinking. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator screen was malfunctioning half of the screen was black, and half of the screen was blinking. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not applicable. The unit has damage on the display, could not extract internal mac address. Note additional failures observed - the connectors were in good condition, the housing and other parts were dirty with black spots, so it will need to be replaced. There is no need to replace the batteries.